Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed multiple times. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the tower door had been constantly failing and required recovery. A field service engineer (fse) ran hardware test application, and the door opened and clicked repeatedly. The fse removed the latch column, cleaned it, crimped and reseated the connections on all latches, and applied conductive grease to the connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.